Manufacturer narrative:
Device evaluated by MFR: the product analysis result indicates that bearings and laser markings were worn. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece attachment was damaged. There was no patient impact. Upon follow up it was reported that the device overheated. A back-up device was used.